Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed on the ventricular channel due to post-paced t-wave oversensing. Programming changes were made. The patient was fine after the changes.